Manufacturer narrative:
An event regarding wear involving uni knee insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that, " failed uni knee, loose, poly wear, conversion to triathlon primary knee."

Event description:
It was reported that, " failed uni knee, loose, poly wear, conversion to triathlon primary knee."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.